Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during hospitalization, following implant of the right ventricular (rv) lead pacing failure was detected while the patient was taking a standing position. Approximately, four days later the rv lead pacing failure was confirmed. The physician alleged that the rv lead tip was not sufficiently screwed into the myocardium, and dislodge suspected. The patient was hospitalized, the rv lead was re-positioned, and remains in use. No patient complications have been reported as a result of this event.